Event description:
Patient returned to or due to ventricular peritoneal shunt malfunction. Ventricular peritoneal shunt was inserted in 1998. Ventricular catheter broke off near connection. 1mm portion of ventricular catheter retrieved through ventriculoscopy procedure. Peritoneal catheter also removed. One 2" of ventricular catheter unretrievable.